Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 697 mg/dl to 1000 mg/dl and a high level of ketones identified as dangerous by healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 06/27/22 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering boluses as intended; however, this could not be confirmed as system check with tandem technical support confirmed the pump was functioning as intended.